Event description:
It was reported that optical system shows blurred image. No patient involvement and no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the technical inspection of the returned optics, an unknown residue was found adhering to both the distal and proximal cover glasses, which adversely affected the imaging. Furthermore, deep scratches on the shaft and a significant impact mark on the eyepiece funnel were observed. The damage identified and its effect on imaging were not caused by a manufacturing or production fault, but were caused by clinical use and clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).